Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the haptic was broken when the lens was being removed from the lens casing. The surgery was postponed. Additional information was requested.

Manufacturer narrative:
The product was returned. Solution and what appears to be blood was dried on the lens. Broken and bent haptic damage was observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint. Lens damage was observed. This damage was typical in appearance to handling related damage. While we are unable to determine the exact origin of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution, and the condition of the returned sample, we are unable to verify that the damage was present when opened. (B)(4).